Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained.

Event description:
It was reported that the patient's lead migrated and the patient lost effective therapy. As a result, surgery occurred to explant and replace the lead to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.